Event description:
Device received from the USA for servicing. During service it was found that the device's gear box was not working. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.